Event description:
It was reported that the handpiece runs on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. The technician was unable to duplicate the alleged event. The attachment was disposed of and a new attachment was sent to the customer.